Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: device 48110-1 was received with the needle release button in the unused position. The needle mechanism function was tested and was verified to have operated as intended. The complaint for this device could not be confirmed.

Event description:
The patient reported that the needle button released sometime in the middle of the night on (B)(6) 2021. Patient was sleeping upright due to allergies, which patient has had all her life and has nothing to do with the v-go, and patient is sure she did not accidentally press the needle release button. Patient wears the v-go on her abdomen.